Manufacturer narrative:
This report is submitted on june 28, 2022.

Event description:
Per the clinic, the patient experienced shocking and pain sensation at the implant site (date not reported). Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on september,06,2022.